Event description:
A certified diabetes educator ((B)(6)) called to report on (B)(6) 2013 the customer activated a new pod and her blood glucose, carbohydrate intake and insulin history. The next day ((B)(6) 2013) at 7:24 am she noticed insulin leaking out of the pod. She deactivated the pod and stated the cannula was kinked. She discarded the device.

Manufacturer narrative:
The device was discarded and will not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification records were reviewed.